Event description:
While using the pumps (both pumps software version 3.08) by both patients the visibility on monitor is low, after operation the shoulders of both patients were inflated. Additional information from the affiliate: dr. (B)(6): rotatorcuff rupture yes extended for more than 30 min. Did the patient have to stay in the hospital longer - unknown. Did the surgeon do anything for the swelling - unknown. Procedure was as planned no changes second complaint filed under medwatch 1221934-2015-00666.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported condition could not be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If new information or device is returned for evaluation, this file will be reopened and updated to reflect changes.

Event description:
While using the pumps (both pumps software version 3.08) by both patients the visibility on monitor is low, after operation the shoulders of both patients were inflated. **additional information from the affiliate** (B)(6): rotatorcuff rupture. Yes extended for more than 30 min. Did the patient have to stay in the hospital longer - unknown. Did the surgeon do anything for the swelling - unknown. Procedure was as planned no changes. Second complaint filed under medwatch 1221934-2015-00666.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.